Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported: "pointed that the measured spo2 was about 10% lower than that of OEM's pulse oximeter (fukuda densi's lx-7230n). The pr of both device were same. Tried to replace sensor, but the result was same." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate measurements. The device is fully functional. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported: "pointed that the measured spo2 was about 10% lower than that of OEM's pulse oximeter (fukuda densi's lx-7230n). The pr of both device were same. Tried to replace sensor, but the result was same." No consequences or impact to patient were reported.